Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the handpiece was not aspirating properly. Irrigation was present but nothing else. The handpiece was exchanged and the case was completed. Additional information received indicated there was a loss of phacoemulsification (phaco) power and aspiration during a cataract extraction procedure. Upon entering the eye there was an immediate loss of phaco power and aspiration. The handpiece passed prime/tune. A system message was displayed. There was no occlusion tone. The handpiece was exchanged with no resolution to the issue. The case was completed using an alternate system with harm to the patient.

Manufacturer narrative:
Additional information has been provided in h.6. And h.10. The customer called the company technical support specialist (tss) to assist with troubleshooting. The customer was able to troubleshoot and resolved the problem reported. The customer did not request service. The phacoemulsification (phaco) handpiece was not returned for evaluation. The phaco handpiece manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported events could not be confirmed. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).